Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after implant, the implantable cardiac monitor (icm) migrated out of the pocket and was explanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.